Manufacturer narrative:
(B)(6): the returned device presented with the stent partially deployed by about 5mm. It was also noted that a portion of the inner lumen was accordioned at the guidewire access port. During a functional analysis, when an attempt was made to retract the outer sheath, the inner lumen exited the guidewire access port and the outer sheath could not be retracted. The catheter delivery system was dissected and the inner lumen was found to be kinked. The condition of the returned device is consistent with the complaint of deployment issues; however, the complainant never indicated any issues with partial deployment. The most probable root cause of the event has been attributed to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an ercp procedure within the mid-bile duct on (B)(6), 2010. According to the complainant, it was not possible to deploy the stent. There was no other reported damage to the device. As a temporary measure, the physician implanted a plastic stent, and one day later, another wallflex was deployed (there is no reported complaint against the plastic stent). The physician added that the anatomy was not tortuous, nor was the stricture predilated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results- the stent was returned partially deployed.